Event description:
A patient with neurodermatitis was receiving general anesthesia for knee surgery. Prior to applying the sensor to the patient, the anesthesiologist prepared the patient's skin with benzine, a petroleum based skin cleanser. Benzine is a known irritant and may cause dry, cracked skin. After surgery, the sensor was removed. An irritation was observed on the right side of the forehead, superior to the brow. It is unknown if redness was visible at the time the sensor was removed or sometime later. The irritation was treated with dexpanthenol, widely used over the counter topical therapy for treatement of skin infection. The patient was evaluated and the irritation was reduced but had not yet completely resolved.